Event description:
It was reported that the implantable pacemaker pacing impedance measurement increased 50 percent from the baseline a few months prior. The electrogram (egm) shows no artifacts observed. At this time the device and this lead remains in service. Routine follow up was recommended. Additional information received advised the pacing impedance measurements increased but were within range. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).